Event description:
Same case as 2134265-2014-01435 and 2134265-2014-01482. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located at the moderately calcified and moderately tortuous proximal left anterior descending artery. During a percutaneous coronary intervention (pci), the motor drive unit (mdu) was unable to perform its automatic pullback function. Reconnection and checking of the sled did not resolve the issue. Manual pullback was attempted once. The procedure was completed with another of the same imaging catheter and sled. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).